Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's interface pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report and non critical problem with their device. Upon evaluation the device was found to have defibrillation keys non-responsive. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report and non critical problem with their device. Upon evaluation the device was found to have defibrillation keys non-responsive. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report and non critical problem with their device. Upon evaluation the device was found to have defibrillation keys non-responsive. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly and determined a short at integrated circuit designator u5 was the cause of the reported issue.